Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic after hearing an audible alarm. Upon interrogation, the ventricular lead exhibited noise. The physician was aware of the atrial noise for sometime. The noise could not be reproduced with manipulation. The patient was doing fine and would continue to be monitored.